Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Pump alarmed that the cartridge was low, so patient removed the pump from his pocket and noticed that the adapter had come off the pump and the tubing had come loose from the adapter and the cartridge was coming out of the pump. No adverse event reported. A request was made for the return of the device.